Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap and no visible yellow o-ring; however, the battery cap was never replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/02/2017 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment had two cracks and there was corrosion observed inside the compartment. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.